Manufacturer narrative:
A ge rep evaluated the system and replaced an interface board, the back plane, and the single board computer. The system operates as intended.

Event description:
The customer and the fse reported multiple errors that intermittently resulted in the loss of system imaging functionality. There is no report of injury or death associated with this event.